Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 4.7 mmol/l. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states this is the second occurrence of replace battery alert without a low battery warning. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.